Manufacturer narrative:
(B)(4). Evaluation summary: the rite failure of therapy monitored volume failed was not confirmed in the device logs but confirmed in the sample evaluation. The device passed the hc return instrument test/evaluation (rite) electrical test but failed rite functional test due to therapy monitored volume failed. The cause for the rite failure of failed volume transferred comparison was undetermined.

Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. There was no patient involvement.